Event description:
On day 2 of life, neonate began to develop reddened abnormal skin assessment. The patient¿s skin then developed white areas of plaque, concerning for fungal infection. Due to the patient¿s clinical acuity and abnormal skin assessment, the patient was transferred to a tertiary facility for higher level of care management. Upon arrival to the outside facility, there was possibility for questionable burn to the skin. The neonate had been on the warming mattress prior to and during transfer.